Manufacturer narrative:
Tandem technical support followed up with the customer, and the customer most recent bg level was 225mg/dl. The customer was confident that the issue had been resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing ongoing elevated blood glucose (bg) levels (between 200-mid 300 mg/dl range), towards the end of the third day of supply usage. The customer indicated that bg levels tend to come back down, once supplies are changed and a correction bolus is delivered. Recommendation was made that the customer consult with a healthcare provider when experiencing a current high bg.